Manufacturer narrative:
Further info from the rptr regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of nodules, puffiness, swelling, bruising, firmness, inflammation, slightly pink eye, tenderness, and discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approx two weeks after injection with juvederm voluma with lidocaine in the left cheek, juvederm ultra xc in the right tear trough, and teosyal-kiss in the upper vermillion border and lower lip pt notified the injecting physician's office of "puffiness to both of her eyes." Pt presented at a f/u appointment approx 2.5 months later with "large marble size ball to lateral aspect of her left eyebrow. Pt also has a similar lump to her left mandibular angle." Pt was treated with hyaluronidase in the left eyebrow and left mandibular angle, additionally a topical mix of lidocaine, tetracaine, lipoth 23% and a gel at 7% was applied and alcohol cleansed. Approx one week after hyaluronidase treatment, the pt returned for another f/u appointment with "obvious swelling to both tear trough regions, extending out to her lateral cheek." The pt's lips were also swollen and the skin was tight. Pt was treated agai with hyaluronidase in the tear troughs, lips, left brow, and left mandibular angle. The following day during assessment, the healthcare professional noted the pt had developed some bruising under her right eye from the hyaluronidase injection. Over the course of several f/u visits spanning approx two months, the pt was seen for "nodules palpable to lateral left brow and small nodules along tear trough", consolidation and firmness around the injection sites, as well as firmness in the marionette regions, swelling, and inflammation. Add'l treatment included a lifting code facial and oral prednisone. During the visits, the healthcare professional noted some improvement of the swelling in the lower face, but little to no change in overall swelling int he periorbital region. During the most recent assessment noted by the healthcare professional, the pt was self-treating for "nevi on the right side" with topical antibiotics. Additionally the pt's right eye was slightly pink and there was a small amount of discharge on the pt's eyelashes, but not from the pt's eye. Seven months after symptom presentation, pt consulted an allergist who noted the following with regards to the pt's symptoms of "swelling at the areas of injection, developing to bruising, and nodularity": "all in all, it took seven months to resolve, with [the pt's] symptoms of swelling peaking in six months after onset."